Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. The implanted device remains. This report is submitted on may 16, 2023.

Manufacturer narrative:
This report is submitted on april 25, 2023.

Event description:
Per the clinic, the patient was treated with oral antibiotics on (B)(6) 2023 (duration not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.